Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, it was noted that there was an increase in capture threshold. It was suspected that the right ventricular (rv) lead was dislodged due to twiddler's syndrome. The rv lead was repositioned and the event was resolved. The patient was stable with no adverse consequences.